Event description:
On january 21, 2010, the lay-user/pt contacted lifescan alleging that a one-touch ultra 2 meter was reading inaccurately low. The pt tests his blood glucose 4 times a day. He tests before meals and at bedtime. His normal blood glucose levels are between "4.0-6.0 mmol/l" in the morning and "7.0-9.0 mmol/l" in the evening. He manages his diabetes with sliding-scale rapid insulin and nph insulin based on his meter readings. The pt indicated that the alleged issue started around christmas. The pt initially reported blood glucose readings of "4.2, 12.5, and 6.6 mmol/l" to the customer service representative (csr) on january 21, 2010. The pt was unable to provide the actual dates/times those readings were obtained. However, the pt claimed that he had gotten a result of "8.0 mmol/l" on one particular occasion and "12.0 mmol/l" on another case at around 9:00 pm (2 hours after eating dinner). In both instances, the pt mentioned that he had taken about 22 units of nph insulin based on the meter readings. The following nights between 2:00-2:30 am, the pt claimed that he developed symptoms of sweating, dizziness, and feeling cold. In one instance while feeling low, the pt indicated that he tested his blood glucose and got a result of "2.9 mmol/l." Due to the symptoms, the pt administered self-treatment by eating candy. The self-care helped to relieve his symptoms. The pt did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.